Manufacturer narrative:
Based on the claim against the product by the customer noting arcing event with synchroseal, an investigation was completed to determine the cause of this reported event. A return material authorization (RMA) was issued requesting to have the isi device returned; however, isi did not receive the da vinci product with the alleged issue to perform failure analysis. The instrument was reported to have been disposed by the site. Although the complaint regarding arcing from the synchroseal could not be confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchroseal instrument was observed to have arced one time during the procedure. The issue did not recur, and the procedure was completed with the same instrument. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing event occurred one hour into the procedure from the synchroseal 2mm to the fenestrated bipolar forceps. The instrument tip was also in contact with tissue. The integrated electro surgical unit was set to 4 across the board. The issue occurred while the bipolar energy was being activated. The cannula was inspected prior to use with no issues found. The procedure was completed with the synchroseal. There were no sealing issues. The customer disposed the synchroseal instrument.